Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter tubing between the 9 cm and 10 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) additionally, compression style damage was observed between the 3 cm and 5 cm depth markers. A review of the customer provided event information indicated that a securacath device was used as a PICC securement technique. However, the use of a securacath could not be correlated to the compression damage nor the observed catheter split. Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. A measurement of the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that PICC was inserted sept 4th the PICC line was leaking. On sept 18th ambulatory care nursing called to say that PICC line was leaking. When I inspected it and flushed the PICC it was sore along the line inside her right arm and when it was connected to the IV pump it was leaking out the site but not with flushing. After removal the PICC had a hole in it at 9 cm marking. This person was receiving antibiotics. No other information provided, at this time. Additional information received 10/26/2024: it was reported total catheter length was 48cm, inserted in the brachial, 6cm external, secured with a secureacath and glue between 5-6cm. PICC dressed straight along the patient's arm and with 3m soluprep 2%chg 70% ipa 1.6 ml single swab stick. PICC used for a CT scan, cathflo was given the day it was found to be leaking. Patient experienced pain and swelling. PICC in situ for 14 days.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that PICC was inserted (B)(6) the PICC line was leaking. On (B)(6) ambulatory care nursing called to say that PICC line was leaking. When I inspected it and flushed the PICC it was sore along the line inside her right arm and when it was connected to the IV pump it was leaking out the site but not with flushing. After removal the PICC had a hole in it at 9 cm marking. This person was receiving antibiotics. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that PICC was insered (B)(6) the PICC line was leaking. On (B)(6) ambulatory care nursing called to say that PICC line was leaking. When I inspected it and flushed the PICC it was sore along the line inside her right arm and when it was connected to the IV pump it was leaking out the site but not with flushing. After removal the PICC had a hole in it at 9 cm marking. This person was receiving antibiotics. No other information provided, at this time. Additional information received 10/26/2024: it was reported total catheter length was 48cm, inserted in the brachial, 6cm external, secured with a secureacath and glue between 5-6cm. PICC dressed straight along the patient's arm and with 3m soluprep 2%chg 70% ipa 1.6 ml single swab stick. PICC used for a CT scan, cathflo was given the day it was found to be leaking. Patient experienced pain and swelling. PICC in situ for 14 days.